Event description:
A transurethral resection of the prostate was in progress when the surgeon noted some sparking on the working element of the resectoscope. The sparking was reportedly at the push button area on the housing. The electrosurgical equipment was changed and the case was completed with no further incident and no pt problems being reported.